Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Additional information indicates the reamer wasn't dull and the size was correct. No alleged product deficiency at this time for the reamer.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 16b reamer did not prepare the femur adequately for the 16b spoutless sleeve implant. Instrument: 534712.